Manufacturer narrative:
Investigation: smiths medical intl's investigation stated that the report of cuff leakage was confirmed. Examination of the returned complaint sample revealed two scratches on the side of the pilot balloon. A review of our complaints history confirmed this to be the first complaint for the two product lot #s identified as possible lots. Though, there have been complaints of this nature on this product code, these are historical and do not indicate a systematic failure during MFR. A further review of mfg records confirmed the presence of a 12 hr inflation check carried out on 100% of this line. Root cause: the product was tested prior to use in accordance with the product instruction leaflet, however, as the product only became deflated after two days in use, and based upon the damage found, we feel the most likely cause for this incident is that the cuff became damaged following repositioning or manipulation of the tube. Though, these products are designed to be as robust as functionally possible, puncture of the tube cuff on the pt's anatomy can be experienced. No corrective action was taken as a result of this incident, but all details have been entered into the complaints history database for further trending.